Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an infection and was explanted on (B)(6) 2016. Review of the dhrs for both the lead and the generator confirmed sterilization prior to distribution. Attempts for additional relevant information have been unsuccessful to date.